Event description:
This is a spontaneous report by a nurse from the USA regarding peritonitis in a (B)(6) male homechoice peritoneal dialysis (pd) patient. During a call with baxter customer services, the reporting nurse stated that on (B)(6)2010, the patient developed peritonitis and was hospitalized the same day. The cause of the peritonitis was unknown. On an unreported date in (B)(6)2010, a peritoneal effluent culture was performed. The result of the culture was unknown. Treatment information was not provided. On an unreported date in 2010, pd therapy was withdrawn because the pd catheter was removed due to the peritonitis. On an unreported date in 2010, the patient was placed on hemodialysis. The patient was recovering from the event. Medical history included end stage renal disease (esrd), hypertension, cardiac disease, and anemia.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patient discarded supplies after each therapy, the sample was not requested.baxter has received similar reports for the reported problem.

Manufacturer narrative:
(B)(4).a batch review was performed for potentially associated lots for the12 foot extension set (h10f24096, h10e14065) with no issues noted during the manufacturing process. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported that the customer was hospitalized for high blood glucose. Troubleshooting was performed, and the insulin pump passed the functional testing. No further info was provided.